Event description:
It was reported that the physician experienced difficulties reaching the lesion in the internal carotid artery in severely tortuous anatomy. When attempting to deploy the stent, the physician noted that the "catheter proximal portion was peeling off." The physician cut off the "peeling portion" and deployed the stent at the lesion with no clinical consequence to the pt.

Manufacturer narrative:
(B)(4) catheter shaft material separation.